Event description:
(B)(4) - it was reported by the consumer that while being transferred to a chair from the bed4-1633/5310 ivc semi-electric bed, she fell out of the bed as allegedly the breaks were no longer working on the unit. The patient allegedly has ecchymosis on her left elbow, and emergency medical treatment was called to the scene.